Manufacturer narrative:
The date of event is unknown. Additional information will be submitted if available. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing ke45 adhesive on forceps cover and chipped light guide lens adhesive. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a broken distal tip involving an olympus ultrasound gastrovideoscope. There was no patient injury reported.